Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) inspected the system remotely and confirmed the startup issue around 7:30am. The rse reviewed the logfiles and did not find any log entries since that time. The rse confirmed the intial startup and first restart attempt were not captured in the logs. The customer confirmed the issue was resolved after another cold restart was performed, and the same was confirmed by the rse through the review of the logfiles. The system was returned to use in full working condition and was ready for clinical use. No additional information is available for this event. Review of the system service history confirmed there has no report from the customer of this issue recurring since this event.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.